Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that disconnection issues were observed with a micro-volume extension set. The reporter stated that they could not disconnect the device and had to cut the lines and re-insert them. The set is being used in conjunction with a non baxter epidural catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The as reported problem code for this (B)(4) has been changed from ¿connection-unable to disconnect¿ to ¿connection-difficult to disconnect¿ rendering this record non-reportable per cqi57. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The as reported problem code for this (B)(4) has been changed from ¿connection-unable to disconnect¿ to ¿connection-difficult to disconnect¿ rendering this record non-reportable per (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.